Event description:
It was reported to st jude medical that during follow-up, the diagnostics revealed a sudden drop in the unloaded battery voltage from 3.2v to 2,5v after 8 months of service. The decision was made to explant the entire system.